Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the implicated groshong PICC caused or contributed to the blue material within the tubing is inconclusive due to poor sample condition. One two-piece groshong nxt catheter and one syringe were returned for evaluation. The connector assembly was returned assembled with a catheter segment. A blue material was visible within the syringe. The blue material was removed from the syringe. The size of the material was observed to be larger than the orifice of the metal cannula which suggest it was unlikely introduced from the catheter or connector. The material was uneven and appeared to have experienced stretching and fracturing. The extension tubing was cut in order to inspect the components. Dried use residue was present within the tubing and metal cannula. No tearing or bunching of the catheter and connector components were noted. Based on the condition of the returned sample, possible contributing factors include introduction of material through infusate or external connecting device. Since the material and source could not be determined, it could not be verified that the implicated bd device caused or contributed to the reported issue.

Event description:
It was reported that on (B)(6) 2021 in patients with budd three-way valve PICC catheter, on (B)(6), began to chemotherapy for the seventh time, use the set for kang, escitalopram omeprazole, dexamethasone, tropane siqiong, glycyrrhizic acid magnesium by intravenous infusion, fluorouracil microcomputer pump pumping, both before and after chemotherapy to wash pipe, fluorouracil infusion finished on (B)(6). It was stated, "when I came to the outpatient clinic today to maintain the catheter, blue similar catheter foreign matter was found in the back suction. After the extraction, no foreign matter was found in the PICC catheter. The PICC catheter was retained temporarily, and the foreign matter was retained."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redt0780 showed one other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that on (B)(6) 2021 in patients with budd three-way valve PICC catheter, on (B)(6), began to chemotherapy for the seventh time, use the set for kang, escitalopram omeprazole, dexamethasone, tropane siqiong, glycyrrhizic acid magnesium by intravenous infusion, fluorouracil microcomputer pump pumping, both before and after chemotherapy to wash pipe, fluorouracil infusion finished on (B)(6). It was stated, "when I came to the outpatient clinic today to maintain the catheter, blue similar catheter foreign matter was found in the back suction. After the extraction, no foreign matter was found in the PICC catheter. The PICC catheter was retained temporarily, and the foreign matter was retained."